Manufacturer narrative:
Patient identifier: (B)(6). Date of event: (B)(6) 2019. Initial reporter address 1: (B)(6).

Event description:
It was reported that moderate central aortic regurgitation occurred. Implant procedure summary: the subject was enrolled in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given. A lotus introducer was placed and then the aortic valve was treated with deployment of a 23mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted.- three days post index procedure, the subject was discharged on aspirin and clopidogrel. Post implant event summary: in (B)(6) 2019, echocardiogram revealed mean gradient of 26 with moderate central aortic regurgitation. Increased gradient was suspected due to the valve leaflet thrombosis and computed tomography (CT) and transesophageal echo (toe) was recommended. CT scan and toe did not reveal any evidence for the valve thrombosis.